Event description:
It was reported that the system displayed an error and would not display a fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needed to be replaced. No conclusion can be drawn as repair information is not available.